Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that multiple ports of the illuminator no longer generates light. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and was able to replicate an issue related to the reported event. The company service representative noted system message (sm) ¿failure to turn lamp on: lamp needs to be replaced. Please contact field service¿ was displaying on the system. The xenon lamp was replaced to address the sm. The system was then tested and functioned as intended. The system was manufactured on september 16, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming xenon lamp. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received indicating that the low light bloc was used. There were no incidents during the surgery.